Event description:
The patient reportedly experienced loss of sound and loss of lock. External equipment was exchanged however, the problem was not resolved. Advanced bionics is in the process of gathering more information. Once more information becomes available advanced bionics will submit a supplemental report.